Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient was hospitalized for this event. The patient had gastrointestinal and urinary tract infections for three to four days prior to contracting peritonitis. The patient was then treated with a 2 gram injection of vancomycin on the onset of the peritonitis and again after five days. The patient was also given 1 gram of cefepime daily for an unspecified period of time. The cause of the peritonitis was the gastrointestinal and urinary tract infections. It is not known at the time of this report if the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.